Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance, short interval counts (sic), and oversensing noise resulting from a possible lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).